Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported death could not be conclusively determined. (B)(4).

Event description:
The patient was found unconscious in the hospital and resuscitation efforts were unsuccessful. The patient subsequently expired due to unknown causes. No postmortem examination was performed and the device was not interrogated. Further information has been requested but is not available.